Event description:
The facility reported a pump with failure code 810:04. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative.